Event description:
Primary total hip arthroplasty implanted in 1992. Acetabular liner and modular head components were exchanged in 1992, to increase leg length. Acetabular components were revised again in 1999 due to osteolysis.